Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage to the battery compartment's contacts, causing the insulin pump to shut off intermittently. The caller did not provide the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window. No damage to the battery cap, blank display or damage to the liquid crystal display isolation tape was noted. The insulin pump had normal operating currents.